Event description:
It was reported that the deep brain stimulation (dbs) patient experienced difficulty charging and underwent a replacement of the implantable pulse generator (ipg). The physician explanted the rechargeable ipg and implanted a non-rechargeable primary cell ipg. Patient is doing well post operatively. The device was not returned for analysis as it was disposed of by the medical facility.